Event description:
It was reported that during an interventional stenting procedure in a heavily calcified lesion in the right internal common carotid artery, the emboshield nav6 was deployed without issue. Upon deployment of the xact stent, it appeared that approximately 10 mm of the stent was slow to deploy but did fully deploy in the target lesion without intervention. Additionally, during deployment of the stent, the patient experienced a neurological event with altered level of consciousness and left sided paresis, which was not treated. During stent deployment, the patient experienced bradycardia and hypotension which was treated with neo-synephrine, atropine and dopamine. The bradycardia and hypotension were resolved within 48 hours. CT scan of the head showed no obvious abnormalities. The neurological deficits have not completely resolved to the patient's baseline. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood on the entire length, consistent with the reported use. There was no saline visible. The distal outer sheath was fully retracted, consistent with the reported information that the stent was deployed. The deployment actuator was fully rotated towards the white arrow. There was no damage noted to the ses. Factors that may contribute to difficulty deploying the stent include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. Although a conclusive cause for the deployment difficulty could not be determined; the lesion site was described as heavily calcified, which may have contributed to the difficulty. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication to suggest a product quality deficiency with respect to manufacture, design or labeling contributed to the patient effects. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency. All xact stent systems are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.